Event description:
It was reported that the after deployment of the thrombus retriever (subject device) at the occlusion in the m1 portion of the middle cerebral artery (mca), resistance was noted when approximately 1/3 of the subject device was retracted, and it could not be fully retracted. Following this, an attempt was made to re-sheath the subject device, but it became stuck in the microcatheter and could not be fully re-sheathed. The device was removed, and angiography confirmed subarachnoid hemorrhage at a lenticulostriate artery. Additional treatment was not performed and the current patient condition is unknown. No other information is available.

Manufacturer narrative:
The subject device was disposed.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported hemorrhage is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event. Review and analysis of available information failed to identify a definitive cause for the reported removal difficulty.

Event description:
It was reported that the after deployment of the thrombus retriever (subject device) at the occlusion in the m1 portion of the middle cerebral artery (mca), resistance was noted when approximately 1/3 of the subject device was retracted, and it could not be fully retracted. Following this, an attempt was made to re-sheath the subject device, but it became stuck in the microcatheter and could not be fully re-sheathed. The device was removed, and angiography confirmed subarachnoid hemorrhage at a lenticulostriate artery. Additional treatment was not performed and the current patient condition is unknown. No other information is available.